Event description:
The customer called to report that the insulin pump had been exposed to MRI scans. The customer then stated that he required medical assistance by the paramedics due to low blood glucose levels. Prior to the paramedics' arrival, the customer stated he was on the phone with a friend, and he passed out during the call. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.